Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: the spine journal 2006;6:455-458. Doi:10.1016/j.spinee.2005.12.006.

Event description:
It was reported in journal article ¿radiculopathy after lumbar discectomy due to intraspinal retained surgicel: clinical and magnetic resonance imaging evaluation¿ a patient experienced postoperative lumbar radiculopathy that was caused by a piece of absorbable hemostat left in the spinal canal after operation for lumbar disc herniation. A left l5 and s1 hemilaminectomy and medial facetectomy were performed and only a small piece of absorbable hemostat was left in situ. In the evening after the surgery, the patient complained of low back pain and leg pain. On postoperative day 1, the patient began to complain of more severe leg pain and numbness. On physical examination, the patient had a positive straight-leg-raising test at 20 degrees and diminished plantar flexion on the left. Magnetic resonance imaging scan of the lumbar spine was obtained to rule out postoperative hematoma. At surgical exploration, a mass of swollen absorbable hemostat was found to compress the dural sac on the left side as well as the left s1 nerve root. No additional disc fragment was found at the surgical level. Immediately postoperatively, the patient had no pain, and the patient¿s motor function improved rapidly. At 6-month follow-up, the patient remains well. No additional information was provided.